Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that rp ps knee- suspected loosening, arthrofibrotic- large amount of bony overgrowth around patella. Removed bone and patella button. Femur was removed and wasn't loose. Tibia was in varus but not loose. Knee was unstable, need for the tc3 rp and tibia to be realignment. Tc3 rp well balanced and tracked well. Doi: unknown, dor: (B)(6) 2019 right knee.